Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and obtryx transobturator mid-urethral sling system were used. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent the concurrent procedures of a vaginal hysterectomy with bilateral salpingo-oophorectomy and obtryx implantation during mesh implantation.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain and urinary problems. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure to treat uterine prolapse, stress incontinence, cystocele and a mesh was implanted.